Event description:
It was reported that during an unspecified procedure, removal difficulty occurred. The 90% stenosed lesion was located in the non calcified and moderately tortuous right renal artery. The lesion was pre-dilated with a 6.0mm x 20mm sterling balloon catheter. The express biliary sd monorail premounted stent system was advanced to the lesion for treatment and the balloon was inflated to 14atms for 20 seconds and deflated. The stent delivery system was moved back and the balloon was inflated a second time to 14atms for 20 seconds. Upon attempting to withdraw the stent delivery system through an unspecified guide catheter, resistance was encountered and the balloon was "too mangled" to go back into the sheath. The physician cut a portion of the shaft of the stent delivery system and removed everything as a unit. The procedure was completed with this device. No further pt injuries or complications were reported. The pt's status was reported as "fine."

Manufacturer narrative:
(B)(4).